Event description:
During index procedure an endeavor drug eluting stent was implanted in the left anterior descending (lad). Approximately 8 months post index procedure a revascularisation of the target lesion (lad) was carried out. Patient recovered. Approximately 49 months post index procedure patient expired. Cause of death is unknown and device relatedness is not indicated.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death is a complication associated with the use of coronary stenting device). Evaluation conclusion: known inherent risk of procedure (death is a complication associated with the use of coronary stenting device).